Event description:
It was reported that oversensing was observed on rv channel in iegms. The kentrox lead had been implanted and active for approx. 181 months. On (B)(6) 2006 the selox lead (24288054) was added and connected to rv pace and sense channel due to inappropriate shocks from this kentrox lead. The recent oversensing was reportedly due to selox lead. Kentrox and selox leads were capped and replaced.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing process for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. No further peculiarities were evident in the available data. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.